Event description:
The pt stated that his insulin cartridge leaked while in use in his infusion device. He also noticed moisture/humidity in the cartridge chamber of the infusion device. At the time of this observation, he was experiencing low, then elevated blood glucose readings. In 2007, he reported blood glucose readings of 61 mg/dl, 41 mg/dl, 151 mg/dl (this reading prompted him to bolus 15 units of insulin), 203 mg/dl (this reading prompted him to bolus 4 units of insulin), 209 mg/dl (this reading prompted him to bolus 15 units of insulin) and 213 mg/dl at 3:00 am, 5:30 am, 6:30 am, 9:30 am, 11:50 am and 2:30 pm, respectively. He reported his "normal range" to be 80-160 mg/dl. However, he stated that his physician recommended the range of 80-130 mg/dl. He reported feeling "clutsy" and "clumsy" while his blood glucose level was low and like he "was going to be sick" when his blood glucose level was elevated. He stated that he bolused insulin using his infusion device to reduce his elevated blood glucose levels. After removing and inspecting the insulin cartridge, he reported that the insulin cartridge had "4 gouges; like someone clamped it in a vice". As he is unable to smell, the pt was unable to determine if the moisture in the infusion chamber was insulin or water. He dried the cartridge chamber and replaced the insulin cartridge to correct the problem. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.